Event description:
It was reported that the atrial lead capture test showed ventricular capture on the right atrial (ra) lead. There was also intermittent far field r-wave (ffrw) oversensing and undersensing of atrial fibrillation (af). It was also mentioned that there were high ventricular short interval counts (sic) on the right ventricular (rv) lead. X-ray and CT views showed the leads were in their proper position. There was evidence of oversensing of noise on both channels at the same time with mirror image of the atrial egm on the ventricular egm. Reprogramming was performed. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).